Manufacturer narrative:
Device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 142-148 mg/dl. No additional information was provided. A replacement transmitter was sent to the customer to resolve the issue.